Event description:
On (B)(6) 2026, this patient underwent endovascular treatment for a zone 9-10 abdominal aortic aneurysm (aaa) and was implanted with gore® excluder® conformable aaa endoprosthesis devices. Pre-procedure computed tomography angiography (cta) performed on (B)(6) 2026, determined the maximum diameter of the abdominal aorta measured 50mm, with a maximum proximal landing zone diameter of 22mm. Emergent adjunctive procedures were due to enlarging, possibly symptomatic aaa with mural thrombus. The ischemic event occurred post implant and led to the adjunctive procedures. The patient experienced lower right extremity ischemia post implant and an endarterectomy and a right external iliac to profunda femoral artery bypass were performed. The patient¿s bi-femoral artery access vessels were reported to have a diameter of 6mm. The maximum diameter of the left common iliac measured 14mm and with the right measuring 12mm. The patient tolerated the procedure with good technical success; no reported complications or device deficiencies and was discharged to (home- with home health services) on (B)(6) 2026.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.